Event description:
It was reported that during a daily check, the cs300 intra-aortic balloon pump (iabp) failed electrical test # 50. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted saline traces on the iabp. Upon powering up the iabp, a critical alarm activated showing electrical test fails code 50. Code 50 was identified in the logs. The hospital cart latch was seized in place with saline. Upon opening the iabp, saline trace was noted from the top right side down to the motor controller board. No other damages identified. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a daily check, the cs300 intra-aortic balloon pump (iabp) failed electrical test # 50. There was no patient involvement, and no adverse event reported.